Manufacturer narrative:
Additional information: d10. The reported events of stuck stylet and helix would not extend were confirmed. The cause of the reported event of helix would not extend was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil due to procedural damage. The cause of the reported event of stuck stylet was isolated to the inner coil being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the stylet could not be advanced to the lead. Failure to extend lead helix was also noted. The lead was not implanted and was replaced. The patient was stable throughout the procedure.